Event description:
The customer reported that the device did complete sealing on vessels even though an end tone, indicating a complete seal cycle, was provided by the generator. The incomplete seals resulted in pt blood loss described as minor. The amount of blood loss was not provided by the site contact. There was no pt injury. The incident was reported as possibly having been due to misuse of the device.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.